Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2015, a skin reaction occurred. Date of issue is an approximation. The sensor was inserted in to the abdomen. The patient¿s father stated the patient experienced a skin reaction and was prescribed a steroid cream to treat the affected area. Patient was under 2 years old. Labeling indicates: the dexcom system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. However, a probable cause for the reported inaccuracy cannot be determined. No additional patient or event information is available.